Event description:
On (B)(6) 2011, a customers wife called regarding an unrelated matter. During the call, the customer's wife indicated that her husband had a medical event on (B)(6) 2011 during which, he lost consciousness and required emergent third-party medical intervention. The caller reported that on (B)(6) 2011 at 5:59pm her husband tested using his adc meter and obtained a reading of 136 mg/dl. The caller stated at 6:00pm her husband ate "2 hot dogs with everything and fries". She further reported that her husband "assumed that his sugar was probably high" and at 10pm, he "went on the treadmill for about 5 minutes". At 10:30pm, the caller stated her husband "took his 18 units of lantus" insulin, and she confirmed that he had not tested since 5:59pm with a reading of 136 mg/dl. The caller reported that at 11pm on (B)(6) 2011, her husband lost consciousness and emts were summoned. The caller stated her husband was treated by the emts for hypoglycemia, and provided a reading of 12 mg/dl from the emt's meter. The caller was unsure of the treatment the emts provided, but stated her husband's blood glucose reading was 72 mg/dl after the emt's treatment. The customer regained consciousness and was transported to a hospital.

Manufacturer narrative:
This is an initial report. The product(s) have been requested back for an investigation. A follow-up report will be submitted once additional information is available. The caller reported her husband's blood glucose dropped again to 29 mg/dl, and the customer was treated with an unknown intravenous infusion at the hospital. The caller indicated she was unsure of the relationship between the medical event and an adc product. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.